Event description:
Outpatient had supra pubic catheter placed on (B)(6) 2025. He later returned to due to site bleeding. Ir asked to assess patient and dr placed a suture around insertion site. Ir tech cleaned area and while placing a new stat lock, the catheter hub separated from catheter. Catheter required replacement. Patient brought back and catheter exchanged w/o issue. Cook representative notified and catheter lot # identified. Broken catheter will be sent to cook for evaluation. No immediate harm to patient identified.